Manufacturer narrative:
There is no allegation of any system or component failure and all components remain implanted and in use. Communication issues appear to be directly related to the patient weight change, which caused the ipg to be located beyond the recommended depth for consistent communication.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat shoulder pain. The system was successfully activated on (B)(6) 2024 and patient reported receiving pain relief. After activating the system the patient gained a significant amount of weight and subsequently had trouble with communication between the implantable pulse generator (ipg) and the external therapy discs. A surgical revision was performed on (B)(6)2024 to reposition the ipg to a more superficial position to accomodate the change in weight. No components were replaced during the procedure.